Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
This event was discovered during a review of database reports. The pt experienced trochanteric fracture in 2008 intraoperatively. The event was not considered serious or device related. The event required supplemental fixation with cerclage utilizing #5 arthrex fiberwire sutures the same day. The site noted that the event was resolved, but did not provide a resolved date.